Event description:
It was reported that at a refill the pump was completely dry and no alarm was heard. About 2 weeks prior pt had severe sweating, lethargy, increase in pain, nauseated and vomiting. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).